Event description:
Pt was revised to address loosening and subsidence of the tibial tray, poly wear of the insert, and osteolysis.

Manufacturer narrative:
The product associated with this reported event were not returned for examination. The product codes and lot codes required to retrieve the device history records for review and search the complaint database were not provided. The investigation could not draw any conclusions about the reported event based on the lack of the products to examine and insufficient formation provided. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.